Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fragmented essure device is seen within ragged portions of the myometrium, presumably at a cornu') and device breakage ('fragmented essure device is seen') in an adult female patient who had essure (batch no. 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 1993, ovarian cyst, abdominal pain lower, uterine fibroid and endometriosis. Concurrent conditions included hives and appendectomy. Concomitant products included diphenhydramine hydrochloride from 2014 to 2015, epinephrine from 2014 to 2015, oral contraceptive nos since 2005 to (B)(6) 2009 and ranitidine hydrochloride (zantac) from 2014 to 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with hydrocodone, metronidazole (flagyl) and surgery (laparoscopic hysterectomy, right salpingectomy, left bilateral salpingo-oophorectomy, lysis of adhes and partial hysterectomy, bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device and device breakage outcome was unknown and the vaginal haemorrhage, bacterial vaginosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, pelvic pain and menorrhagia had resolved. The reporter considered abdominal pain, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Ultrasound scan - on (B)(6) 2009: 2.7 cm cyst in the right ovary. There is complex free fluid seen in the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage and device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: fu 3 and ptc processed together. Pfs received. Outcome for previously reported events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, abdominal pain was updated to recovered / resolved. . Medical history and concomitant drug added. On 24-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fragmented essure device is seen within ragged portions of the myometrium, presumably at a cornu') and device breakage ('fragmented essure device is seen') in an adult female patient who had essure (batch no. 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 1993, ovarian cyst, abdominal pain lower, uterine fibroid and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with hydrocodone, metronidazole (flagyl) and surgery (laparoscopic hysterectomy, right salpingectomy, left bilateral salpingo-oophorectomy, lysis of adhes and partial hysterectomy, bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device breakage, vaginal haemorrhage, bacterial vaginosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: total bilateral occlusion. Ultrasound scan on (B)(6) 2009: 2.7 cm cyst in the right ovary. There is complex free fluid seen in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patientâ¿¿s medical records: device breakage and device embedded. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received. Events pert pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, abdominal pain. Events per mr: embedded device and device breakage were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.